Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications, and all features were/are functioning properly. The chronological data at the time of the procedure stored in the esu was reviewed. The activations showed no abnormalities in duration or power output. The prescribed duty cycle of 25% was slightly exceeded only once for 5 minutes, reaching a value of 31.2%. However, during the procedure, several warning messages appeared, indicating problems with the neutral electrode's (ne's) contact to the patient. These were clearly indicated to the user by audible and visual signals. Based upon the information provided and the evaluation of the generator, the burn under the ne appears to have been caused by the user not following safety instructions/warnings involving a ne in the esu user manual. The wound or skin lesion on the patient's tailbone was most likely pressure necrosis or a reaction to the skin disinfectant used in the surgery. Erbe USA, inc. Is now closing the files on this event.

Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) during an impella replacement procedure. No other information was provided regarding any other equipment or accessory used during the surgery. The esu settings employed for the procedure were also not conveyed to erbe. Per the account, a burn occurred under the neutral electrode (ne) that was attached to the patient's right upper arm. Also, a wound or skin lesion had developed on the patient's tailbone. Nevertheless, no treatment was required to address the burn or lesion.